Event description:
It was reported that upon turning on, the pump gave error message - code: 45639 on the display that turned red. The pump was not operational for this reason and was not used. The patient was not harmed. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The pump was visually inspected, and the customer's stated problem of error code 45639 being displayed was confirmed. It was found that the mainboard needed to be replaced. The mainboard was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.